Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe), PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle would not retract during use. The following information was provided by the initial reporter: "needle will not pull back".

Event description:
It was reported that the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle would not retract during use. The following information was provided by the initial reporter: "needle will not pull back".

Manufacturer narrative:
H.6. Investigation: forty-seven representative samples were received by our quality team for evaluation. These samples were subjected to visual inspection to check for a clogged needle. No clogged needles were observed, therefore the team was unable to confirm the customer experience and the root cause could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.